Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to pain. Originally, the patient underwent for a surgery with fns implants on (B)(6) 2021. On (B)(6) 2021, the patient was reported pain and scheduled for revision surgery. In the revision, after the anti-rotation screw was removed, when the surgeon tried to remove the locking screw with an extraction screwdriver, the screwdriver broke, and the fragment was remained in the screw head. The revision surgery was completed successfully within 30minutes delay. No further information is available. Concomitant device reported. Carbide drill bit ¿4 f/instr (part# 309.004s, lot# unknown, quantity# 1), diamond bar (part# 309.004s, lot# unknown, quantity# 1), sparecenterpin f/309.065 (part# 309.670, lot# unknown, quantity# 1), unk - nail head elements: fns bolt (part# unknown, lot# unknown, qty1), unknown unk - nail head elements: fns antirotation (part# unknown, lot# unknown, qty1). This complaint involves four (4) devices. This report is for (1) cylinder for insertion instruments. This report is 4 of 4 for (B)(4). Related product complaint: (B)(4).